Manufacturer narrative:
Two samples model 2426-0007 were returned for investigation. The sets were examined for defects and abnormalities. Both sets were separated just below the pump safety clamp. One of the samples did not have the tubing returned that was below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. Based on the manufacturing investigation, the potential root causes are the solvent dispenser malfunctioning or the tubing with ovality. A quality alert was generated and the bushings for the solvent dispenser have been changed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: customer stated that it was not inside the 8100, but before she was able to insert the tubing set it fall apart and she wanted to put in a complaint about it. Tubing lot: unknown. Rn spiked bag of yervoy 250mg with infusion set ref 2426-0007. When rn inserted tubing set into pump, the tubing dislodged cleanly from the inferior blue plastic piece. Drug leaked from tubing. Tubing was clamped immediately when leak was noticed. We were able to salvage a portion of the dose and administer, but patient did not receive full dose (md office was notified).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.